Manufacturer narrative:
Common device name: catheter, straight. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
Consumer reports "cathing for 20 years after what he described to be a doctor doing a bladder test on him "blew up his bladder." He said his bladder is "stretched out" and has retention. He also said he was told he has bph last year, no history of surgeries on his prostate. He caths 10 x a day. Consumer said he was always used to using a rubber dover catheter and has been using that for the majority of his years cathing. He said it has been on backorder for about 6 months now and so his supplier has substituted him with different catheters. He said he always used the size 16 fr straight tip male catheter. He said he started having problems inserting that dover rubber catheter through his prostate area as well prior to first receiving the m16 catheter about 6 months back. His rubber catheter never caused him bleeding with this difficulty inserting. He said he continued to have more difficulty with the m16 catheter meeting resistance by his prostate area when passing the m16 catheter. He would have off and on varying amount of blood at end of draining and said at times he would notice "skin flakes" in his urine during his last 6 months of use with this catheter. He said he would apply lubricant prior to use. He said it was this m16 catheter that started his most recent irritation and continued bleeding that has increased in severity and quantity over the last few weeks off and on when he used it. He said he is now finishing up an antibiotic for a uti he was diagnosed with while using the m16 catheters caused by all the irritation and bleeding he has been having while cathing. He said he did a urine sample when he saw his np from pcp office about a month ago and she gave him 10 days of an antibiotic but it did not do much to help him so she extended this antibiotic for another 30 days." He will be done taking it this friday (name of med unknown)." He said it was the "m16 that started the most recent bleeding/irritation but a new catheter gave him more irritative symptoms with use and increased bleeding after trialing half a box as well. He has been using them off and on with the m16. He does take baby aspirin daily but said he stopped taking it more recently when he saw more bleeding. Today he said the continuous bleeding and burning got so bad with cathing that he went to see his md and a foley catheter was placed for urethral rest and he said the bleeding is getting less and less now. He was told by his md he likely needs to start using a coude tip catheter to get through his prostate area when he hopefully restarts cathing."